Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have gone through a body scanner at the airport and as a result, insulin pump began over-delivering. Customer's blood glucose was not reported. Customer could not be contacted for more information.